Event description:
A customer reported that the coulter act diff 2 hematology analyzer generated erroneously elevated platelet (plt) result for one patient's sample. The erroneous result was reported out of the laboratory and questioned by the doctor. Repeat testing on the same and on an alternate instrument produced lower platelet results and the result from the alternate instrument was reported as correct. There was no report of death, injury, or impact to patient treatment in connection with this event. Review of the data showed a high plt, mpv, rbc, hct, rdw and low mcv, mch, mchc on the initial run when compared to rerun results from the alternate instrument. The results from the initial run show that the instrument generated flags on the plt and mpv parameters only and the plt histogram demonstrated an abnormal plt distribution. The rerun on the same instrument did not exhibit erroneous results when compared to rerun on the alternate instrument. The rerun on the original instrument generated non-numeric aperture alert (xxxxx) for the wbc parameter. Note: rbc: red blood cell; wbc: white blood cell; hct: hematocrit; mcv: mean corpuscular volume; mch: mean corpuscular hemoglobin; mchc: mean corpuscular hemoglobin concentration; rdw: red cell distribution width; plt: platelet mpv: mean platelet volume.

Manufacturer narrative:
This follow-up report provides the correct "date received by manufacturer." The correct date is (B)(4) 2013.

Manufacturer narrative:
The field service engineer (fse) indicated that either noise or a surge occurred, as the platelet (plt) histogram looked very abnormal for the affected patient results and normal thereafter for the other patient results. The fse could not confirm the reported issue with platelet, but replaced two small check valves for diluent delivery into the red blood cell (rbc) bath as preventative measure. The fse also replaced the white blood cell (wbc) bath as some microbial growth was found inside of the aperture. The fse also replaced hemoglobin (hgb) lamp as a preventative measure. The fse performed latex calibration, clog detection and quality control. The patient sample with the reported erroneous results was also rerun, and a normal plt value and histogram were obtained.